Manufacturer narrative:
D10 concomitant product: 7cn80r 8.0mm adt flex trach w tg cuff lot# 202405258x; 7cn80r 8.0mm adt flex trach w tg cuff lot# 202405258x; 7cn80r 8.0mm adt flex trach w tg cuff lot# 202405258x; 7cn80r 8.0mm adt flex trach w tg cuff lot# 202405258x. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, the first tracheotomy tube's flange was detached from the main tube after 1 to 2 days of being use. While the four other tubes were found detached from tubes prior to use on the patient. The tube was switched to different lot number.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Review of the images showed that one of the tracheostomy tubes has a flange and connector assembly detached from the main tube stem during use. It was reported that the first tracheotomy tube's flange was detached from the main tube after one or tow days of being use. While, the four other tubes were found detached from tubes prior to use on the patient. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.